Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10 and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 6fr glidesheath slender sheath was received for product evaluation. Visual inspection revealed damage on the dilator; the distal half of the sheath sheared off the device. The device was viewed under microscope to better observe the damage. The fragment broken off was not returned and could not be analyzed for this investigation. Review of the DHR for tensile strength test results revealed that all results were within specifications. IFU states: "do not manipulate intraluminal devices if any resistance is met. Failure to exercise proper caution may lead to deformation of the sheath tube due to its then wall, resulting in damage to the vessel." "Use care when handling or adjusting sheath to avoid damage to the sheath tubing." Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely the reported event could have been attributed to difficulties at the point of insertion due to technique, scar tissue, calcification or a combination of these. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. [FDA mw5088126.pdf].

Event description:
Terumo medical received an FDA medwatch report # mw5088126. The event description states:"during coronary angiography, the physician was having difficulty advancing sheath and decided to try a different approach. When attempt to remove, the radial sheath tore and remained in the artery. Vascular surgery was required to remove the sheath."